Event description:
A distributor returned electrode belt sn (B)(4) and reported that electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was severed and missing from the electrode belt. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.